Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported, receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no damage observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). Attempted reprogramming and activating the sensor for linearity test. Sensor was reprogrammed to sensor state 6. Corrosion observed, through sensor case. The returned sensor was sent for further investigation. An extended investigation has also been performed. Visual inspection was performed on the returned sensor. And contamination was observed, on the pcba (printed circuit board assembly). Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). The sensor was reprogrammed. And linearity test was performed to confirm, accurate readings and working electronics. Linearity test passed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted. Section d4: (expiration date) has been updated, based on returned product download. Section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.